Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported 6 invalid result with the ID now covid-19 assay on direct tested nasal kitted swabs . Repeat testing was performed on a new sample with another instrument. Repeat testing results are unknown. The customer reported the patient experienced delay in release due to the test results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036244 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 1036244 and test base part number 190-430 / lot 1036244. The lot met the required release specifications. A review of the complaints reported as invalid patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036244 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.